Event description:
The patient had sustained a 2 cm burn on the lip creating a lesion that was treated in post-anesthesia care unit.

Manufacturer narrative:
Conmed electrosurgery received the device in question and it was subjected to an electrosurgery unit interface test. This test simulates actual use and the returned hand piece had passed. The sales representative had spoken with the physician and the physician stated they had used a water-based lubricant on the patient's lips. The physician also suspected that the lubricant could have played a role in conducting radio-frequency energy that may have leaked through the insulation on the shaft of the instrument. Conmed's investigator had also performed a visual investigation and had not found any evidence of damage to the exterior of the device. The reported malfunction was unconfirmed and the event could not be reproduced.